Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan alleging an "error 5" issue with a one touch ultramini meter. The pt indicated that the alleged issue started approx around (B) (6) 2009, at an unknown time. On (B) (6) 2009, at an unspecified time during the morning, the pt claimed that she developed symptoms of blurry vision, weakness, and disorientation. That same day at an unk time, the pt administered self-treatment by taking insulin. It is unclear as to what type of insulin the pt took. It would have been helpful to know the following info: what time the symptoms developed, if she attributed the symptoms to high or low blood glucose, approx what time the alleged issue began, what actions the pt took before and after the symptoms developed, and what time the insulin treatment was taken. The alleged issue was not resolved. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.